Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were infection signs including pocket pain and fever.  A pocket infection even with the use of an absorbable antibacterial pouch was noted. The patient was sensitive for infection in the past which may have led or contributed to the issue. Blood parameters (high c reactive protein [crp]), fever, and pain around the pocket were noted as diagnostics/troubleshooting. The system was explanted, and the issue resolved. The patient was alive with no injury. The issue occurred during normal use.